Event description:
Dialyzer pt in room with redy 2000 3 hrs and 20 min into treatment, pinholes in blood segment developed causing blood spillage and approximately 50cc blood loss. Biomed checked machine after incident. Machine used without further incident.